Manufacturer narrative:
(B)(4). D10: cat#: 02.02263.012 / ncb pp pr fem plt r 12h l285mm / lot#: 2920763, cat#: 02.02263.201 / ncb pp troch plate rt narrow / lot#: 2920052, cat#: 00223200418 / cable cerclage cable with crimp 1.8 mm dia. 635 mm length / lot#: 63853475, cat#: 00223200418 / cable cerclage cable with crimp 1.8 mm dia. 635 mm length / lot#: 63853468. G2: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately seven years post implantation due to a femur fracture. A plate, screw and cerclage wires were placed, no implants were removed at the time of this procedure. It was reported that no additional information on the reported event is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04)- stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided for review in the timeline. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.